Event description:
Iol inserted right eye on 6/4/98. Lens displaced in november and pt scheduled for corrective surgery 12/8/98. On pre-operative exam, lens found to be in place. Procedure canceled. Lens became displaced again and pt returned to surgery for repositioning on 2/4/99. Iol referenced in initial medwatch #390222-1999-00006 as necessitating repositioning on 2/4/99 became dislodged. Pt returned to surgery on 2/18/99 for removal of the iol with replacement.